Event description:
A pt reportedly rec'd an overinfusion of morphine from a "bard ambulatory pca pump". The morphine free-flowed into the pt, who suffered respiratory and cardiac arrest, went into a coma, and is now in a vegetative state.